Event description:
Medtronic received information that this bioprosthetic valve, implanted three years and five months was explanted after echocardiographic findings revealed aortic insufficiency due to a tear in the right leaflet. The valve was replaced with another pericardial valve with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, only a partial valve and remnants of host tissue were received in several pieces for analysis. The largest was a remnant of aortic wall containing two partial commissures and the outline of one excised leaflet. Several smaller pieces of aortic wall with the sewing cloth and/or blue monofilament sutures attached and three excised leaflets were received. The leaflets were cut longitudinally through the middle. One leaflet remnant was torn along the margin of attachment; however, with the receipt condition, an accurate observation could not be determined. All existing commissures appeared to have been cut and/or torn during explant. Pieces of glistening off-white pannus were received for analysis. The largest piece of pannus was consistent with host tissue that extended on the inflow of all cusps, showing evidence of possible reduction of the inflow orifice area. Pannus remained attached to several aortic wall pieces. Radiography shows a trace of mineralization on one piece of host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.